Event description:
It was reported the customer had an error on their insulin pump. Customer did not expose their insulin pump to a high magnetic field. The customer stated they were able to rewind their insulin pump. The insulin pump also passed a self test during troubleshooting. The customer was advised the error message may be caused by a site related issue. Customer's blood glucose was 7.8 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.